Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for follow up. The right atrial lead exhibited noise with manipulation. The lead was explanted and replaced. The patient was in stable condition following the procedure.